Event description:
On (B)(6) 2010, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. The left subclavian artery was intentionally covered by the tag. And ax-ax bypassing surgery was performed at the same time. The procedure ended with no issue. On the same day, the pt developed cerebral infarct. The physician stated that the emboli migrated into the vertebral artery during the procedure. Rehabilitation was performed for paraplegia. On (B)(6) 2010, the pt was transferred to another hospital and the rehabilitation continued. When he left the hospital, he could walk by himself using a cane. It was reported that the pt had a lot of intramural thrombus in the aorta around the proximal neck. And the risk of this event was notified to the pt.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional device implanted and involved in this event: (B)(6).